Manufacturer narrative:
The reported event that cannulated drill ø5.6mm for screws ø8.0mm large ao fitting was alleged of issue s-36 (component/device stuck) could be confirmed, since the device was returned for evaluation and matches with the alleged event. Based on investigation, the root cause was attributed to a user related issue. The failure was caused due to failure to follow operative technique and related instructions by the user. The operative technique clearly provides a warning to the user that ¿ ¿warning: when using a drill or a tap always verify both guide wire and drill or tap position with periodic image intensification. If the guide wire is jammed in the cannulation of the drill or the tap due to any reason there is an increased risk of perforation of the guide wire into the small pelvis possibly causing life threatening injuries of internal organs.¿ visual inspection of the product revealed that ¿the cannulated drill was indeed stuck to a guide wire. The guide wire and the drill could not be separated. The returned product showed signs of considerable usage.¿ a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the complaint report will be updated.

Event description:
It was reported by the surgeon that while he was using the asnis 6.5mm / 8.0mm instrument set to place an 8.0mm cannulated screw within the si joint of the pelvis. When he used the cannulated drill over the wire as op tech states, the cannulated drill became stuck and pushed the wire further into the pelvis. The wire then became completely stuck and new instruments set was opened.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported by the surgeon that while he was using the asnis 6.5mm / 8.0mm instrument set to place an 8.0mm cannulated screw within the si joint of the pelvis. When he used the cannulated drill over the wire as op tech states, the cannulated drill became stuck and pushed the wire further into the pelvis. The wire then became completely stuck and new instruments set was opened.